Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, as they squeezed the trigger of the handle, the I-beam went up forward but the stapler failed to fire at the distal part. They used another cartridge to complete the staple line. There was no patient injury noted.